Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they had 3 motor error alarms. The customer's blood glucose was 427 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the motor error but not the high. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump was received with corroded battery tube, cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.